Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient reported pain and slight bleeding on (B)(6) 2011. The physician observed a slight tender mass (specifics unknown), which was treated with medication (type unknown). The patient also had a hysterectomy on the same date the sling was implanted, and the physician stated that it is normal for bleeding to occur six to eight weeks post procedure. The patient followed up with the physician again on (B)(6) 2012, reporting pain and increased bleeding. The patient was treated with an injection (type unknown) for the pain. The patient was verified to be over the age of 18. All other information is unknown and unavailable.